Event description:
It was reported that a patient had pain on their right thigh, potentially due to stimulation. The pain was at the top of the right t high since implant. The patient was unable to lie on their stomach and their legs felt as if the device was "poking". It was stated that there was an undesirable change in stimulation. The patient had their vicodin renewed and it was stated that there was no change in programming. It was noted that the patient outcome was "resolved without sequela" on (B)(6) 2011. Records indicate that the patient is deceased, however, no information about the death was provided. No further information was provided.

Event description:
Additional information reported the etiology of the event (pain) was at the incisional site/device tract (neurostimulator pocket, lead introducer site, lead tract, and extension tract). Further evaluation of the event reported that the patient's cause of death was respiratory failure, not related to the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v649189, implanted: 2011 (B)(6), product type lead product ID, 3037 l ot# serial# (B)(4), product type programmer, patient (B)(4).